Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error 1 on display no parameters are known as reporter is unavailable. Acknowledgement letter will be sent to customer once cmr number is available. (B)(4) (B)(6) 2016 pump treatment information:not known, type of drug:not known, delay in therapy:yes, in the additional information the customer report a delay in therapy. Need for medical intervention:no, in the additional information the customer report that no need for clinical intervention occurred. " additional information was received on (B)(6) 2016: "there is patient involvement. No human harmed. Complaint occur during patient use. There was delay in therapy. There was no need for medical intervention. In therapy mode during patient use, pump came up with upstream occlusion alarm. Troubleshooting was attempted which was unsuccessful. Pump had to be replaced to continue patient therapy"